Manufacturer narrative:
(B)(4). Qc for the magnesium assay on the architect c4000 analyzer was running out of range. In addition a patient sample had generated a discrepant elevated result. The customer replaced the sample and r1 probes and cuvette dryer tip. The imprecision continued. Customer support advised the customer to replace the dryer tip again. The customer noticed that part of the dryer tip was broken off. After replacing the dryer tip the assay performed as expected. The dryer tip is replaced as part of preventive maintenance and to address cuvette washer issues. Customer complaint data was reviewed and no adverse trends were identified. The architect c4000 system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a deficiency.

Event description:
The customer stated that qc for the magnesium assay has been running out of range high and low on the architect c4000 analyzer. They have had to recalibrate in order to get qc back in range. The customer mentioned that an elevated architect magnesium result of 7.0 mg/dl was generated on a patient. Upon repeating, the result was within the normal range (specific results were not provided). The elevated result was not reported. There was no report of impact to patient management.